Event description:
It was reported that the patient experienced a stroke and would likely pass away soon. It was reported later that the patient had expired and the cause of death was unknown. The drug delivered via pump was dilaudid. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed a non-significant indent in the seal of the sutureless connector which did not affect infusion.

Event description:
Additional information: it was reported by a healthcare provider (hcp) that the cause of death was metastatic cancer to the spine. The cause of death was not related to the device. The device was explanted at the funeral home and return to manufacturer was anticipated.

Manufacturer narrative:
Product ID 8835, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).